Event description:
After post placement x-ray was done, the tube needed to be advanced. Nurse was unable to do so. The stylet was never withdrawn, but after unsuccessful attempts at advancing, the tube was removed only to find the stylet had punctured the tube and was outside the tube by approximately 1 inch. There was no ilness, injury or medical intervention reported in connection with this event. One pt involved.